Event description:
Customer reported an over infusion of morphine and requested an event lot review to determine user programming. Customer reported that at 14:47 the rn went into the pt's room to hang a new bag of morphine (100 mg/100ml). The user cleared the pump at 14:52, hung and scanned a new bag. The pump was programmed to infuse 6ml at the rate of 2ml/hr. At 17:45 pump was found beeping. The rn added another 6ml to vtbi. The pump beeped again and the rn noticed the bag was "pancake flat" and empty. The pt was stable w/o any changes in vital signs. The pump showed 5.72ml had infused since 14:52. There was no pt harm reported and no medical intervention was required. Customer state that no further event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated that device will not be returned at this time pending log review results. The device event logs have been rec'd for investigation. A f/u report will be submitted once investigation has been completed. Logs rec'd and review pending.